Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented to clinic for regular follow up visit. The device site at the outer edge was blue in color and the skin very thin. The patient noted that the site bothered him for the past couple of weeks. The physician admitted the patient and started him on antibiotics and booked him for pocket revision. There was no infection but imminent possibility of erosion. On (B)(6) 2019, the device was repositioned more medial and sub pectoral. The patient tolerated the procedure well and was stable, pre-during and post procedure. The leads were ok and remained in-situ.